Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 375 mg/dl. Customer declined troubleshooting with tandem technical support at this time. Reportedly, the customer was able to clear the alarm and resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.